Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that they had registered the patient, but now the system was showing localizer not connected. They rebooted twice and were able to proceed. There was less than an hour delay in the procedure. No impact on patient outcome. The manufacturer representative stated that they were unable to replicate any issues with the system. They power cycled the system numerous times and walked through registration.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.